Event description:
The haptic of the lens was found bent when the lens was being loaded into the delivery device. The tip of the delivery device was positioned on the eye.

Manufacturer narrative:
See MDR 1920664-00598 for intraocular lens used with this delivery device.